Event description:
It was reported that the 9900 system would not fluoro with an error message during a case. The 9900 system was removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.